Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description. (B)(4). The file number for this l2 escalation is 2018-031437-262061. (B)(4). (B)(6) need assistance for 8015 s/n (B)(4) is having an error code 133.6080, I ask (B)(4) who is the manufacturer for the battery that was current installed on the device. (B)(4) told me it was a non-alaris battery. I recommended to (B)(4) to replace the battery with a alaris brand. There is a possibility that the non- alaris battery could have damaged the power supply board. Error code 133.6080 could also be a faulty backup speaker and need to be replaced. I also recommend when new battery is installed, make sure to charged it for at least couple of hours or up to 16 hours. I also send a service bulletin 592a which is how to take care of the battery and battery conditioning recommendation.